Event description:
It was reported that the device suddenly shut down during use with alarm which made the replacement of the ventilator necessary. It was reported that the exchange maneuver did not lead to consequences for the patient.

Manufacturer narrative:
The involved device is 6 years old and not under a service contract - the user facility did not involve the local dräger s&s organization into any follow-up measures and thus, the state of preventive maintenance and repairs is unknown. The only further information which was made available to dräger is that the device is back in use after replacement of the internal battery. This lack of relevant details does only allow a general assessment and no case-specific evalaution. Under consideration that indeed the battery can be put in causal connection to the reported observation, there are multiple scenarios imaginable: the device was probably running on battery until the latter was depleted or was disconnected from mains supply and went suddenly off due to a depleted/damaged battery. It would also be plausible that the supervisor function of the device detected an overheating of the power supply and attempted to switch-over to battery operation to allow a cooling down - if this happens while the internal battery is depleted or damaged due to aging, the net effect is a shut-down as well. The internal battery serves as a back-up to cover mains power losses and shall be regularly inspected as well as replaced every two years. It is also part of the daily pre-use check that the user is advised to disconnect the device from mains supply to verify that the internal battery is available to ensure that operation is being continued if mains power gets lost for whatever reason. Hence - even under consideration that a malfunction of the battery has occurred - the reported event could only manifest due to occurrence of other factors such as use error or lack of maintenance, it is not known when the last battery replacemen twas performed if ever. A more specific conclusion is not possible on the base of the few available details. H3 other text : device not available for evaluation.